Manufacturer narrative:
This spontaneous case was reported by an other health care professional and describes the occurrence of dyspareunia ('postcoital pain for 48 hours'), pelvic pain ('pelvic pain'), genital haemorrhage ('bleeding') and procedural haemorrhage ('peroperative bleeding') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation, uterine abrasion, ligament operation, tendon rupture, colopathy and orthostatic hypotension. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and premenstrual pain ("significant pain before menstrual periods with the need of analgesics intake"). In (B)(6) 2017, the patient experienced procedural haemorrhage (seriousness criterion medically significant) and complication of device removal ("essure removal attempt not performed due to peroperative bleeding"). On an unknown date, the patient experienced adenomyosis ("symptomatic adenomyosis"). The patient was treated with analgesics and surgery (total hysterectomy with bilateral salpingectomy and ovaries kept). Essure was removed on (B)(6) 2018. At the time of the report, the dyspareunia, pelvic pain, genital haemorrhage, procedural haemorrhage, premenstrual pain, complication of device removal and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, complication of device removal, dyspareunia, genital haemorrhage, pelvic pain, premenstrual pain and procedural haemorrhage with essure. The reporter commented: sample was not kept for analysis. There was no information concerning symptoms resolution following essure removal. Essure was removed at patient's request due to pelvic pain and profound dyspareunia. The essure removal was not the main cause of the procedure, but it was performed after another gynaecological procedure, a hysterectomy due to a myoma. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: essure device removal questionnaire received: history added: endometrectomy, curettage for post-labour metrorrhagia, right knee ligament surgery, left achilles tendon rupture, functional colon disease, orthostatic hypotension. Essure was removed at patient's request due to pelvic pain and profound dyspareunia. The essure removal was not the main cause of the procedure, but it was performed after another gynaecological procedure, a hysterectomy due to a myoma. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by an other health care professional and describes the occurrence of dyspareunia ('postcoital pain for 48 hours'), genital haemorrhage ('bleeding') and procedural haemorrhage ('peroperative bleeding') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and premenstrual pain ("significant pain before menstrual periods with the need of analgesics intake"). In (B)(6) 2017, the patient experienced procedural haemorrhage (seriousness criterion medically significant) and complication of device removal ("essure removal attempt not performed due to peroperative bleeding"). On an unknown date, the patient experienced adenomyosis ("symptomatic adenomyosis"). The patient was treated with analgesics and surgery (total hysterectomy with bilateral salpingectomy and ovaries kept). Essure was removed on (B)(6) 2018. At the time of the report, the dyspareunia, genital haemorrhage, procedural haemorrhage, premenstrual pain, complication of device removal and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, complication of device removal, dyspareunia, genital haemorrhage, premenstrual pain and procedural haemorrhage with essure. The reporter commented: sample was not kept for analysis. There was no information concerning symptoms resolution following essure removal. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: dyspareunia analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.